Event description:
In 2007, the patient stated that she had observed an occlusion error on her infusion device. As a result, she reported that her blood glucose had climbed "sky high". She did not provide applicable blood glucose values or specific symptoms related to her elevated blood glucose level. During troubleshooting, she stated that her infusion set cannula package (headset) had been in place on her infusion site since three days earlier. The patient was educated regarding the importance of changing the headset at least every 2 days as described in product labeling. The patient disconnected the tubing from the headset connected to her body and bolused insulin, which flowed without the occurrence of an occlusion error. At the time of the incident, the patient was also transitioning to her replacement infusion device. Therefore, during troubleshooting, she transitioned to her replacement infusion device and changed her infusion set. As she stated that her blood glucose was elevated at the time because she could not bolus due to the occlusion and she had also eaten lunch, she bolused 4 units of insulin in order to decrease her elevated blood glucose level. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.